Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for evaluation. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 similar reports for this system. The company sales representative visited the site to review all the system parameter settings and explained the proper system usage to the reporting surgeon. The company sales representative observed the surgeon performing eight (8) cases without any issue noted. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within shown levels for this event. A root cause cannot be determined conclusively. (B)(4). This report was mailed to FDA on (B)(4) 2013. (B)(4).

Event description:
A nurse reported during four separate cataract procedures, for pts experienced posterior capsular tears. The procedures were completed. Additional information has been requested but none has been received.